Event description:
It was reported that patient stopped feeling stimulation. Patient got a shock when stepping on left foot. Battery light came on when tried to turn stimulation to 9v. Additional information received reported that implantable neurostimulator (ins) was depleted after 6 year. Patient had replacement surgery. Patient recovered without sequela.

Manufacturer narrative:
Product ID 7496-51, serial# (B)(4), implanted: 1993-(B)(6), product type extension, product ID 3586, serial# (B)(4), implanted: 1993-(B)(6), product type lead. (B)(4): analysis of the implantable neurostimulator (ins) found battery with normal end of life. It was no telemetry and no output.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was an issue where the battery was magnetized and the patient had to have that replaced which was previously reported. In addition interrogation was not possible prior to the patient having the device replaced. It was noted the patient experienced ¿an injury, an incision¿ during replacement.